Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touchscreen became cracked. Reportedly, the pump is still functional. In addition, it was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 250 units of insulin and the insulin gauge displayed 180 units after completing the load process. As the event had occurred in the past, tandem technical support was unable to perform troubleshooting. The customer's blood glucose level was approximately 300 mg/dl. To address the bg level, the customer delivered a correction bolus with the pump. It was confirmed that the customer will continue using the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Based on the analysis, the alleged fill estimate issue could not be verified.